Event description:
It was reported that the right ventricular lead perforated and resulted in the patient having cardiac tamponade. The lead was repositioned and then dislodged. It was repositioned a second time with no issues. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.